Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the tip of the snare loop was deformed, but the loop extended and retracted within specification. The device was subjected to a resistance test and was within specification (device read at 11.15 ohms). The condition of the returned device was not consistent with the complaint that it "was unable to cut and cauterize the polyp"; the complaint was not confirmed. A definitive root cause could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-05344 addresses the other device. It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure performed on (B)(6) 2010. According to the complainant, although tissue was turning white when cautery was activated, the snare was unable to cut the target polyp. The cautery pin was securely attached to the handle, the device had been completely uncoiled prior to use, and no bends or kinks were noted in the plastic sheath. The snare was switched out for another captivator ii polypectomy snare, but the same problem occurred. The procedure was then completed with a competitor's snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-05344 addresses the other device. It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, although tissue was turning white when cautery was activated, the snare was unable to cut the target polyp. The cautery pin was securely attached to the handle, the device had been completely uncoiled prior to use, and no bends or kinks were noted in the plastic sheath. The snare was switched out for another captivator ii polypectomy snare, but the same problem occurred. The procedure was then completed with a competitor's snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.